Event description:
It was reported the patient was going to have a new system put in, but they could not get through scar tissue. The patient had no new problems and they were hoping to get a new system placed. The trial leads could not be inserted due to scar tissue. The patient did not have anything currently implanted since they had the system removed due to laser surgery that was unrelated to their system. The patient was to meet with a neurosurgeon in october. At the time of this report the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator; product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).